Event description:
It was reported that the patient experienced thoracic pain which was not covered by the existing Spinal Cord Stimulator (SCS)leads. It was unknown if the pain was device related. Thus, the patient underwent a revision procedure wherein additional SCS leads were implanted to cover the pan. The patient was doing well postoperatively. The SCS leads remain implanted and in use.

Manufacturer narrative:
Block B3: Approximated based on the date the manufacturer became aware of the event.Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-2218-50Serial Number:(b)(6)Batch/Lot Number: 7084510Model/Catalog Description: LINEAR ST LEAD KIT 50 CMUnique Identifier (UDI) #: (b)(4) .